Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 170 blocks from either a two (2) hour or six (6) hour processing protocol. The affected tissue samples were described by the complainant as under-processed. Preliminary findings indicate that a use error occurred during manual replacement of a reagent. On (B)(4) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.